Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: an opening and partial delamination of the valve. Based on the adverse event reported, further assessment is not required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: fluid leak: observed, one opening on anterior side assessed, as surgical damage. Failure of implant: not applicable, as this is a stand-alone code. Additional observations: partial delamination of valve assessed, as adhesive failure. Crease flat is observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side deflation. The device has been explanted.